Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient went to the hospital on (B)(6) 2018 with symptoms of diarrhea and vomiting. The patient stated she looked at the infusion device before she went to sleep and she had 183 units left remaining. When the patient woke up her blood glucose levels were 29.0 mmol/l. She also noticed the insulin cartridge was empty. The patient assumed the cartridge had leaked insulin. The patient experienced diabetic ketoacidosis and she was in and out of consciousness. The patient stated she was treated with "everything", but she could not remember what type of treatment was given. The patient was released from the hospital on (B)(6) 2018. The cartridge lot number was not provided. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.